Event description:
It was reported that the intraocular lens (iol) haptic was sheered off and was observed after it was inserted into the patient's left eye. The lens was removed from the eye and another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. There was no patient injury. The original lens was discarded. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.